Event description:
The customer called and reported he forgot to remove the insulin pump while entering water. After the insulin pump was wet, customer received a button error alert. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display, due to moisture damage on the electronic assembly. Moisture damage was noted on motor assembly, as well. Button error alarm and displacement test could not be performed, due to blank display. The device was also received with cracked battery tube treads, cracked reservoir tube lip, and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.